Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)') and hydrosalpinx ('fluid between ovary & tube') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included atrial septal defect on (B)(6) 2012. Current weight 148 lbs. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2012, clopidogrel bisulfate (plavix) since (B)(6) 2012, desloratadine (clarinex) from 2017 to 2018, medroxyprogesterone acetate (depo provera) from 1991 to 2013 and meloxicam from 2012 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovaries pain"), visual impairment ("vision problems") and eye disorder ("eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), mood swings ("mood swings"), fluid retention ("fluid between ovary & tube") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, hydrosalpinx, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, mood swings, migraine, nausea, vaginal discharge, weight increased, fluid retention, abdominal pain upper, adnexa uteri pain, endometriosis, visual impairment and eye disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, endometriosis, eye disorder, fatigue, fluid retention, genital haemorrhage, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted:- in current pfs date of removal is no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) conducted, specify result- unknown. Not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event term 'fluid between ovary & tube' was recoded to 'fluid in fallopian tube' and 'fluid retention (in ovary)'. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included atrial septal defect on (B)(6) 2012. Current weight (B)(6). Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2012, clopidogrel bisulfate (plavix) since (B)(6) 2012, desloratadine (clarinex) from 2017 to 2018, medroxyprogesterone acetate (depo provera) from 1991 to 2013 and meloxicam from 2012 to 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), adnexa uteri pain ("ovaries pain"), visual impairment ("vision problems") and eye disorder ("eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), mood swings ("mood swings"), fluid retention ("fluid between ovary & tube") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and essure removed). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, mood swings, migraine, nausea, vaginal discharge, weight increased, fluid retention, abdominal pain upper, adnexa uteri pain, endometriosis, visual impairment and eye disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, endometriosis, eye disorder, fatigue, fluid retention, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) conducted, specify result- unknown. Not specified. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received: new events added: abnormal bleeding (general), abnormal bleeding(vaginal), menorrhagia , bladder problems , urinary problems or changes, fatigue, mood swings, migraines / headaches, nausea, vaginal discharge, weight gain, fluid between ovary & tube, stomach pain, ovaries pain, endometriosis, vision problems, eye problems. Reporter information were updated. Event onset date, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.